Manufacturer narrative:
Based on the info provided, it cannot be determined that the alleged "adverse event" is related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause.

Event description:
On (B)(6) 2013, the following info was reported to kci by the kci (B)(4) rep: at the 41st annual meeting of the (B)(6) association for acute medicine, the physician reported that an "adverse event" occurred while on v.a.c. Therapy. No add'l info is available. Since the unit's type or serial number was no provided, kci cannot conduct a device eval of the unit. Kci has not been able to obtain sufficient info. No add'l info is available.